Manufacturer narrative:
A field service engineer (fse) will be dispatched to the site for further evaluation. Fse found 2 outlets were damaged on the power strip in the vision side cart (vsc). Fse was able to get system back up by using the spare 2 outlets on the power strip.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, customer reported that the system shutdown during surgery. It was stated the system will not turn on. Customer reported "vision cart not connected" message on screen. A technical support engineer (tse) asked customer to cycle vision cart circuit breaker off. Tse asked the customer to cycle patient cart power button and confirm power button led is amber. Also, tse asked customer to cycle surgeon console power button and verify surgeon console power button led is amber. Tse asked customer to cycle vision cart circuit breaker back on and verify vision cart power button led is amber. The system powered and homed successfully with no errors. Surgeon stated they are getting "remove instruments" message. Tse asked customer to remove instruments. Customer also stated they are getting message to undock arm3. Therefore, tse asked staff to undock arm3 and then redock and re-install all instruments. Surgeon confirmed all instruments were working and was continuing with case robotically. The procedure was completing as planned with no reported injury.